Manufacturer narrative:
A review of the logs found that a repeated occurance of error 143 - cooling pump over-temperature. The device is in the process of being returned. The device will be investigated once returned to obtain conclusive results.

Event description:
The device did not cool the patient on the cardioplegia side during cardio-pulmonary bypass. An error related to the power cycle was experienced when the device was plugged back into the heater-coller charging unit. We consider a failure to heat or cool a patient to be a reportable event, despite no harm to the patient involved.